Event description:
Customer reported malfunction code malf 9 occurred but no notable events were prior to its occurrence, and it did not cause blood glucose levels to exceed 500 mg/dl. Initially, customer was advised to continue using the pump and to contact technical support if issues recurred. Later, the malfunction recurred, leading to a replacement by technical support. Customer was instructed on handling steps for the new pump and returning the old one, with no adverse impact on blood glucose levels noted.